Event description:
While performing percutaneous transluminal coronary angioplasty, guide catheter was inserted and became kinked. As the physician tried to straighten the guide, it broke in two. The insertion introducer was cut in order to remove the catheter from the pt.